Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase in pace/sense impedance and is now high. It was noted that there was approximately three times increase in impedance over three months. There was also a high number of short v-v detected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.